Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the post operative device check the day after implant, the atrial lead was noted to be dislodged and had fallen into the ventricle. Findings were verified via chest xray. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.